Event description:
Additional information received from the corresponding physician/author indicated that the size of the valve used in this case was actually a 26 mm, not a 23 mm.

Manufacturer narrative:
Updated information: section b5 - description of the event section d4 - primary device (evolut pro plus dcs) expiration date, lot #, and unique identifier (UDI) # section d10 - relevant device (evolut pro plus valve) expiration date: 2024-11-01, serial #: (B)(6), and unique identifier (UDI) #: (B)(4), device mfg date: 2022-11-02 section h4 - device mfg date for the primary device (evolut pro plus dcs) section h6 - eval code method (fdm/annex b) for the primary device (evolut pro plus dcs) a search of the medtronic global complaint handling database with the provided unique device identifier (serial/lot) numbers did not identify a previous record for these observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device: evolut pro+ transcatheter aortic valve, product ID: evproplus-23us, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Citation: kawaguchi m, yashima f, komatsu k. Transcatheter heart valve stuck in a surgical bioprosthesis during valve-in-valve transcatheter aortic valve replacement. Eur heart j case rep. 2023;7(4):ytad145. Published 2023 mar 29. Doi:10.1093/ehjcr/ytad145 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Eval code method: b17 and b20 product analysis: the dcs was not returned and the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding a patient with a degenerated and regurgitant non-medtronic surgical bioprosthesis (st. Jude trifecta) who underwent valve-in-valve transcatheter aortic valve replacement with a 23 mm medtronic evolut pro+ system. During the procedure, the evolut pro+ valve was initially deployed ¿very deep.¿ while recapturing the valve, the authors encountered strong resistance. Fluoroscopy showed that the stent post of the surgical bioprosthesis had been deformed by the evolut pro+ delivery system capsule and the stent post had protruded into the evolut pro+ valve strut, which had gotten stuck in the surgical bioprosthesis. Subsequently, the authors forcefully withdrew the evolut pro+ system from the surgical bioprosthesis, resulting in serious leaflet damage to the surgical bioprosthesis and extracorporeal membrane oxygenation (ECMO) was initiated for torrential aortic regurgitation. During the second deployment attempt, the evolut pro+ valve similarly got stuck as in the first attempt. However, despite the deep implant position, the valve functioned adequately with mild paravalvular leak and the patient¿s hemodynamics stabilized. Therefore, the authors fully deployed the valve, and ECMO was successfully weaned off shortly afterward. Post-procedural multidetector computed tomography revealed a distorted stent post stuck in the evolut pro+ valve strut. No additional adverse patient effects or product performance issues were noted.